Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the device broke while drilling through the patient's femur. All pieces were retrieved from the patient and no additional bone holes were required. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.